Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) (manufacture date 06/28/2017) has been completed. The reported problem (battery faults) has been confirmed. As received, the battery pack was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Device evaluation of battery pack sn (B)(4) (manufacture date 05/16/2018) has been completed. The reported problem (battery faults) was confirmed. As received, the battery pack was unable to power on a monitor or charge. Upon evaluation, the nickel busbar tabs at the p4 pad were loose. The cause of the non-functional battery pack is the loose busbar. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's battery packs were unable to charge.